Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included testing using a test wye circuit by bench handling, power cycling, and functional stress testing without duplicating the malfunction. The device was recertified and returned to the customer. Review of the device log shows a patient disconnect alarm. If the patient circuit is disconnected, the vent will be unable to provide breaths to the patient. The wye circuit that was being used at the time of the event was not returned for evaluation. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating. Complainant indicated that the clinician manually bagged the patient to continue treatment. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.